Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which the customer reported several issues with the adc device. The customer reported that a sensor error was received, the sensor needle was bent, and it had detached prematurely. Due to the reported issues, the customer became hypoglycemic and was treated with orange juice, a banana, and fast-acting insulin (type/dose unknown) by the spouse. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated. Watermark was observed at the base of the sensor tail. Sensor pack (B)(6)has been returned and investigated. Visually inspection has been performed and damaged transition features was observed. It is observed that the lid was not completely peeled off. Applicator (B)(6)has been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. It is observed that the applicator was fired correctly. The issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which the customer reported several issues with the adc device. The customer reported that a sensor error was received, the sensor needle was bent, and it had detached prematurely. Due to the reported issues, the customer became hypoglycemic and was treated with orange juice, a banana, and fast-acting insulin (type/dose unknown) by the spouse. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A webform complaint was received in which the customer reported several issues with the adc device. The customer reported that a sensor error was received, the sensor needle was bent, and it had detached prematurely. Due to the reported issues, the customer became hypoglycemic and was treated with orange juice, a banana, and fast-acting insulin (type/dose unknown) by the spouse. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which the customer reported several issues with the adc device. The customer reported that a sensor error was received, the sensor needle was bent, and it had detached prematurely. Due to the reported issues, the customer became hypoglycemic and was treated with orange juice, a banana, and fast-acting insulin (type/dose unknown) by the spouse. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. Sensor (B)(6) was returned and investigated. No physical damage was observed on the sensor patch. The adhesive was not returned. If the sensor adhesive is returned, the case will be re-opened, and a physical investigation will be performed. Therefore, the issue was closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.